Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 d4: batch # 832c03 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a gold reload present. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 832c03, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the knife moved forward but stopped moving on the way of the 3rd firing. The 1st firing was slower than usual. After opening the new one and the battery was replaced, the knife was returned with the knife reverse switch, and then the jaws were released. Both the cartridge and the device were replaced with new ones and used. Another device was used to complete the case. Remarks suspected initial failure of the battery. We checked the recovered defective device and found that the firing had progressed to 2 stitches on each side (4 stitches in total). There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.